Event description:
It was reported through the stryker facebook page, "had my knee replacement 2 years ago and I still have a lot of pain. I can't even walk up and down step. My knee click all the time."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.